Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open pancreaticoduodenectomy, about 3 to 5 staples of the distal part of the specimen side were unformed when the device was used on the duodenum. The device was fired for partial resection on the oral side and on the anus side one time each at the 1st and the 2nd firing and the incident occurred two times. Another device was used to complete the case. Almost all staples were formed as intended and unformed staples were cut when anastomosis. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that two reloads were received in good visual condition. The cartridge reloads had the swing tab in the locked position, and fully fired. No functional test was performed. Event described could not be confirmed as no device no return for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.